Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06may2019. The manufacturer's remote service technician performed troubleshooting with the customer. It was recommended that the customer replace the blower. The customer was provided with a quote for parts should the customer decide to order the blower in the future.

Event description:
It was reported that the unit declared an alarm 1122 (blower temperature high). There was no patient involvement.